Manufacturer narrative:
Qn#(B)(4). UDI number: (B)(4).

Event description:
It was reported, "white tabs on glidethru sheath broke off during midline insertion. Procedure completed without any difficulties." The sheath was removed and the procedure was completed. There was no patient harm or injury. No medical intervention required. The patient's current condition is reported as "fine".

Event description:
It was reported "white tabs on glidethru sheath broke off during midline insertion. Procedure completed without any difficulties." The sheath was removed and the procedure was completed. There was no patient harm or injury. No medical intervention required. The patient's current condition is reported as "fine".

Manufacturer narrative:
Qn# (B)(4). The customer returned one peel away sheath for analysis. Definite signs of use were observed. Visual analysis revealed that the peel away sheath extrusion was not torn correctly down the extrusion. The sheath tear at the score line appeared scalloped/wavy, which is not its intended appearance. The sheath tab was additionally observed to be separated. Remains of the extrusion was still within the separated tab. The other tab was intact. Only one half of the extrusion was returned for analysis. The overall length of the sheath measured 2 3/4" which is within the specification limits of 2 5/8" - 2 7/8" per the sheath product drawing. The outer and inner diameter of the sheath could not be performed due to the condition of the returned sample. A device history record review was performed, and no relevant findings were identified. The customer report of a sheath torn incorrectly was confirmed by visual inspection of the returned sample. The appearance of the sheath extrusion at the score lines was scalloped/wavy, which is not its intended appearance. Therefore, based on the customer report and sample received, the root cause of this event is manufacturing related. A non-conformance was initiated to further investigate this issue. Teleflex will continue to monitor and trend on reports of this nature.